Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log files. The log file contains driveline disconnects where the controller was disconnected from the patient on 02feb2018 at 15:11 and reconnected on 19feb2021 at 23:11. However, the logs did not contain atypical events related to the system controller. The log file analysis revealed the event associated with driveline fault. This is addressed under MFR. #2916596-2021-01323. The log file captured driveline fault alarms along with corresponding yellow wrench advisory alarms. The driveline fault alarms captured in this log file appeared to be associated with phase 3. The phase values showed a steady degradation in the phase 3 (red/orange) wires. The system controller used at the time of the reported event was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, asking what motivated the exchange and the serial number of the controller; however, no additional information was given and the serial number was not provided. To the date, the system controller is unavailable for evaluation and this complaint file will be closed with no further actions. If the controller is returned at a later time, the complaint will be re-opened. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline fault. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's system controller was exchanged on (B)(6) 2021 as evidenced by the controller log file showing it was put back into use on that day after being inactive. The log file contains driveline disconnects where the controller was disconnected from the patient on (B)(6) 2018 at 3:11 pm the controller was reconnected on (B)(6) 2021 at 11:11pm.